Event description:
It was reported to philips that the host pc post failed due to memory bank failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service cleaned and swapped the memory banks as a workaround solution. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).